Manufacturer narrative:
No related complaint received with return of device. This report is to advise of an event observed during analysis. Final analysis found the connector end was returned. Full breach insulation degradation exposing the outer coil adjacent to the connector boot at 4.4 cm from the connector pin. (B)(4).

Event description:
This report is to advise of an event observed during analysis: full breach insulation degradation.